Event description:
On 04/23/2009, the customer reported to the baxter sales rep that they have been having a difficult time getting all of the air out of the continu-flo solution set. This condition is occurring during priming. The customer indicated they believe there may be a connection between air noted in computer tomography (CT) scans and air in the line with the intravenous sets. After repeated attempts to contact the facility, successful contact was made on 06/01/09 indicating that this condition occurs whenever they use this product with the clearlink system extension sets. They do not known where the air is coming from or from which set. They prime the set, including inverting and tapping the check valve per label copy, and think that all of the air is gone. No air is observed in the lines during priming or during drug administration to the pt. However, a brain scan is performed within 10 min of drug administration, and an air pocket is observed in the scan of the pt. This condition has occurred with about a half dozen pts. The facility indicated that they usually administer an anti-emetic and narcotic to the pt and the air pockets go away. Further follow-up indicated that it is estimated that this has occurred up to six times over the last year. During the initial report, the brain scan that was reported as being performed, was a diagnostic brain CT scan performed coincidentally due to whatever that particular pt was admitted to the hospital for, and was not something that was done as a result of the use of this product. The radiologist performing the CT scan was informing the emergency room that air was noted in the pts' scans. The emergency room supervisor indicated that they do not use air-eliminating filters very often unless an specific drug that requires it is being administered to the pt. The supervisor also indicated that the usual route of drug administration is peripheral intravenous. The supervisor stated that specific pt details, outcomes, and event circumstances are not available. However, one of the facility's radiologists was able to indicate that not all the pts that exhibited the air in the brain scans were administered contrast intravenously; that some had no injection done in the radiology department, but did have intravenous access that was placed in the emergency department. The radiologist stated that most commonly, the pts exhibited air in the cavernous sinus or superficial temple vein. An additional follow-up call to the emergency department revealed that the pumps that are used in the emergency department are flo-gard singles and doubles. It was also indicated that there are no companion samples available for eval and that there has been no similar incident since the date these incidents were first reported in 2009.